Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was went to emergency service and then hospitalized due to low blood glucose on (B)(6) 2019. Customer¿s low blood glucose value was 24 mg/dl. Customer treated with glucose tablet for low blood glucose. Customer¿s current blood glucose value was 371 mg/dl. Customer stated that in the hospital customer was treated with intravenous in arm with glucose. Customer stated that the drive support cap was normal. Customer was not alleging the insulin pump. The insulin pump will not return for the analysis.